Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation on the left side of his back. The irritation was red and patchy with some open areas. The patient's physician recommended to remove the lifevest and ended use of the lifevest. The patient's physician had recommended the patient use baby lotion on the irritation. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.